Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) on the implantable cardioverter defibrillator (ICD). The nsrvo was observed to be caused by post-paced t-wave oversensing (pptwos) on the right ventricular lead. The oversensing was noted on the stored electrogram (egm). Programming changes were discussed, no intervention was performed. The patient was in stable condition and would continue to be monitored.